Event description:
Tibial fracture during impaction of triathlon tibial baseplate. Tibial fracture subsequently repaired and a replacement tibial baseplate implanted.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding intra-operative tibial fracture involving a triathlon baseplate was reported. The event was not confirmed. No items were returned. No medical records were provided. There were no reported discrepancies for the referenced lot. There were no other events for the reported lot. The exact cause of the event could not be determined.

Event description:
Tibial fracture during impaction of triathlon tibial baseplate. Tibial fracture subsequently repaired and a replacement tibial baseplate implanted.